Manufacturer narrative:
72404155, 1000338130, reservoir 65 ml pc/iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to infection 6 months after implant due to infection in scrotum. All components were explanted and a new tactra device was implanted. Patient was treated with antibiotics. Patient fully recovered. Physician is unsure when the symptoms start but it was diagnosed on (B)(6).